Event description:
It was reported that stored episodes of non sustained lead noise due to ventricular oversensing were observed. Further evaluation was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.